Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect front panel membrane was returned. The malfunction was attributed to the front panel membrane. The customer received a replacement front panel membrane to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.